Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.6., d.1., d.2a., d.2b., d.4., h.4.

Event description:
Healthcare professional, through distributor, reported "extracapsular rupture" and "palpable site, associated with free silicone". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Continued: e1, phone number: (B)(6).

Event description:
Healthcare professional, through distributor, reported "extracapsular rupture" and "palpable site, associated with free silicone". This record is for the left side. The device remains implanted.